Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 pta dilatation catheter was received for evaluation. During visual evaluation, no anomalies were noted to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the strain relief. The rubber strain relief was removed, and water was seen leaking from under the coils. Due to the position of the coils, the source of the leak was unable to be determined. Therefore, the investigation is inconclusive for the reported burst shaft but confirmed for the identified leak as water was noted leaking from the strain relief, but its source could not be determined. A definitive root cause for the alleged burst shaft and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery via the left femoral artery crossover approach, the shaft of the pta balloon allegedly seemed to be burst during the second inflation. It was further reported that upon investigation, a leakage at the shaft where the shaft was connected to the pressure syringe, was noted. The procedure was completed by using another device. There was no reported patient injury.